Event description:
The sutures were not connected to the suture - for all 3 devices reported & returned. Sales rep [redacted] picked up on [redacted] manufacturer response for perclose prostyle, (brand not provided) (per site reporter) rep came in and picked up product.